Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level and high blood glucose and site issues. The customer had not reported symptoms and treated with food for lows and pump for highs. Customer stated they had low blood glucose of 49 mg/dl and was not thinking straight and two hours later the blood glucose was 365 mg/dl. Customer states had irritation and had red size of a pea bump. The insulin pump will not be returned for analysis.